Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia on (B)(6) 2020 with blood glucose value 483 mg/dl. Customer¿s blood glucose was 524 mg/dl and treated with the insulin pump only before going to the hospital. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting, abdominal pain and other dehydration anxiety. The customer was treated with insulin drip and manual injection. The insulin pump will not be returned for analysis.